Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). Technical services (ts) provided reprogramming options. No adverse patient effects were reported. This lead remains in service.